Event description:
On 07/17/97 received call from pt who stated she had received golf shaped burn to outer left side of leg post 07/11/97 laparoscopy. Possibly bovie or misplaced ground material. Unavailable to examine - notified of claim days later.